Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was part of a system revision due to infection. Additional information indicated that the patient was experiencing pain and discomfort. The leads will be retained by the hospital. There were no additional adverse patient effects reported. The rv lead was explanted.